Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than intended with navigation involved, although according to the surgeon: the final outcome of this surgery was successful as intended, and there was no correction of the placed screws needed. There were no negative effects to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 30min. There was no (direct or increased) risk to harm a critical structure due to the insertions into the spine. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating screw placements at left t2-t5 and right t5, by approximately 3-4 mm lateral towards patient's left, was a movement of the navigation reference array unit during surgery in relation to the vertebra on which it was attached to (t5), due to insufficient rigid fixation and / or inadvertent forces applied to the reference array unit at the surgery, e.g. By draping, instrumentation performed, and here especially by surrounding skin/soft tissue - since the array was fixated at the lower corner of the incision with the adjacent skin/soft tissue possibly applying forces to the array unit when operating. Array movement if occurs after the registration to navigation was accepted, leads to a shift between the navigation display of the image dataset and the actual patient anatomy. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification after registration, and throughout the procedure, before the pilot holes were made. Further factors that to a lesser extent could have contributed to the deviated screw placements, include: the use of k-wires (1.3 mm) with a diameter smaller than that of the drill guide (2.6 mm) used to create the screw paths in which the k-wires were placed. The k-wires placed without the aid of navigation can have deviated within the prepared paths, thus resulting in a deviation of the following, non-navigated screw placements. The use of a non-navigated tap and non-navigated screwdriver to place the k-wires and the following screws into the bone. Any deviations of the k-wires and screws while being advanced into the bone with non-navigated third party instruments is not tracked in the navigation system, therefore there is no contribution by the brainlab navigation to such possibly occurring deviations from the prepared paths. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the thoracic spine for fusion of vertebrae t1-t5, and laminectomy t3-t4 for resection of an epidural tumor between these vertebrae, with intended placement of 6 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: attached the navigation reference array on vertebra t5, with the patient in prone position. Acquired an intra-operative (pre-surgery) CT scan for the region of interest of the spine with automatic image registration to match the display of the navigation to the current patient anatomy, verified the accuracy of registration in the navigation and accepted the registration to proceed. Used the navigated drill guide 2.6mm to open the cortical bone and to create the pedicle pilot holes by drilling through the guide tube first in left t2-t5, then on the right side in t2 and t5. Checked the bone openings with the navigated pointer, and inserted the 6 k-wires (1.3mm) not navigated by hand into the pilot holes. Used a not navigated non-brainlab cannulated tap following the k-wires placed to create the threads for the pedicle screws, and placed the 6 screws not navigated following the k-wires and tappings into the pedicles with a non-brainlab screwdriver. Checked the pedicle screw positions with the navigated pointer on the top of the screws placed, and acquired another intra-operative CT scan for verification of the placements. The verification CT scan revealed that 5 of the 6 pedicle screws, at left t2-t5 and right t5, deviated by ca. 3-4mm lateral towards the patient's left from the intended/planned positions, whereas the right t2 pedicle screw was placed acceptably to the planning. It was decided that there is no correction needed for the deviating pedicle screws placed, and the surgeon continued the surgery performing the intended laminectomy and epidural tumor resection under sight without navigation as was planned. The surgery was completed successfully as intended. According to the surgeon: the deviation of the 5 of the 6 pedicle screw placements was detected by the surgeon with an intra-operative verification CT scan before continuing and finalizing the surgery, and there was no correction of the placed screws needed. The final outcome of this surgery was successful as intended. There were no negative effects to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 30min. There was no (direct or increased) risk to harm a critical structure due to the insertions into the spine. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.